Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). UDI not available. PMA/510(k) number k013227.

Event description:
It was reported loss of integration. Upon visual inspection cc noticed that the implant is fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with bone/debris and a fracture at the collar. Also, fracture tool identified inside implant. The reported device location was 34 (fdi) and was used for approximately 10 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. There were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.